Event description:
A male patient contacted lifecor customer support to report that the battery pack will no longer latch in the monitor. He stated that it seemed all right last night when he went to bed, but when he woke up this morning the screen was blank. He stated that he tried to insert the battery pack into the monitor, but it would not latch. He reported that the other battery pack fits in the monitor snuggly and stays in place. Support sent the patient a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The battery pack had a damaged locking tab. The battery pack was repaired. It was retested and restocked. The root cause of the damaged clip cannot be positively identified but was likely due to forcible removal of the battery pack from the monitor without pressing the locking tab before pulling. No adverse event resulted from the damaged battery pack. The patient received a replacement battery pack.